Event description:
Pt reports that they received medical treatment for hypoglycemia. Sometime prior to this event, their pump was exposed to water. Dates are unknown. No further info is available at the time of this report. Device not returned for eval.